Event description:
It was reported that some time after a coronary stenting treatment procedure, the patient had chest pain and a liberte bare metal stent in the saphenous vein graft of obtuse marginal branch was found occluded with in-stent restenosis. The physician was unable to cross the occluded stent with two 3.0x8mm and 3.0x16mm taxus express2 drug eluting stents, but successfully placed a non-bsc 3.5x30mm drug eluting stent. There was no patient complications reported and the patient status was fine. No further information was available as the index procedure was performed in an outside unknown hospital.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.